Event description:
Same case as MFR ref # 2134265-2014-06292. It was reported that the burr became stuck in the lesion. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending (lad) artery. An ebu 5fr guide catheter and a 330cm rotawire were positioned in the patient. A 1.50mm rotalink¿ plus was advanced and rotablation was successfully performed in the proximal lad. The physician intended to then perform rotablation in a second lad lesion on a tortuous bend distal to an implanted stent placed 6 weeks prior. However, the guide catheter shifted and the burr ¿jumped¿ forward and became stuck in the lesion. It was noted that the rotawire could not be removed and was cut out. The patient was stable following angiography. The burr remained in the lesion and the patient was transferred to another hospital. 48 hours later, the patient expired and it was suspected that a myocardial infarction led to the death.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).